Event description:
Report of underdelivery and spontaneous device rate change received. The pump was set to infuse a hydration fluid at 100 ml/hr via primary, and an unspecified intermittent antibiotic on secondary via syringe at a rate of 30 ml/hr with a dose limit of 10ml. A nurse reports that the pump alarmed for "dose end" even though only 2ml of the expected 10ml delivered. The display indicated delivery of 10 ml, and the secondary delivery rate had changed to 15 ml/hr. The pump reportedly had lost all info in the history. There was no report of power loss. The pump was then switched out and the antibiotic was delivered. There were no adverse effects to the pt.